Event description:
On 4/9/97 during a dressing change needle noted to feel "unstable" but no disruption in pain control. Dressing became wet & rn discovered needle had broken at the bend. Removed and replaced with another needle.